Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was noise on the analyzer while placing a temporary pacing lead, so they could pace externally with the internal pacemaker. No other programmer/analyzer was available to troubleshoot with. The analyzer remained in use for the case and was subsequently replaced. There were no patient complications as a result of this event.